Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner was going out of service. A field service engineer replaced cable to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system barcode scanner cord was failed. The customer stated that there was a delay in dispensing workflow due to customer not being able to take the medication out because unable to scan. There were no adverse events or injuries reported based on this event.